Event description:
It was reported that an elective replacement indicator (eri) message was seen about 2 weeks prior to this report. The patient had good therapy but she generally had to get a new implantable neurostimulator (ins) annually. Recharge intervals were reviewed. A couple of impedances were off, noted to be greater than 10000 ohms but those combinations were not being used for programming. There was no therapy issue. All three programs were noted to be at 5.9 volts. Follow-up found that the patient was meeting with their physician to discuss other pain therapy options later on the day of this report. No other information was known. Additional follow-up was performed to determine if any troubleshooting had occurred, if the cause of the impedances were found, and if the patient had the device removed or replaced. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3888-45, lot# v487968, implanted: 2010-(B)(6), product type lead. Product ID 3888-45, lot# v487968, implanted: 2010-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).